Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding broken cable was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.